Manufacturer narrative:
(B)(4). Device evaluation: the pump was returned and evaluated by product analysis on (B)(4) 2011 with the following findings: there was no activity related to the complaint observed in the pump's download history. The battery was returned with the pump and investigation showed no evidence of overheating. The pump powered on normally and was exercised for five hours, no overheating or alarms were duplicated. The pump's electrical current draws were tested and found to be within specifications. The power flex, battery connections and internal components were tested for intermitting conditions, no defects were found. The complaint regarding pump and battery overheating could not be duplicated during investigation. A review of the device history record for this pump was performed and the pump was operating within required specifications at the time of release. Software version: e3a, date of manufacture: 9/2009.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that the pump was warmer than usual. Neither the patient nor his wife touched the battery. They did not notice any corrosion in the battery compartment. The battery cap was secure to the pump. There was no exposure to water or moisture and there was no reported damage to other areas of the pump. There was no evidence of misuse of the product. There was no reported patient impact associated with this complaint.